Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink would not connect to an unknown IV catheter. There was a ¿cut around the first thread of the patient end of the valve¿. There was an unknown amount of blood loss from the IV catheter; however the patient outcome was reported to be good. This occurred during preparation for a computer tomography (CT) scan. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Microscopic inspection revealed that the male luer collar was damaged. It was also noted that the housing was damaged just under the thread. The reported condition was verified. The cause of the damage was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.